Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm while performing peritoneal dialysis therapy. This occurred during fill one of peritoneal dialysis therapy. The home patient was connected at the time of the event. During troubleshooting it was found the patient line and extensions were not properly primed before the caregiver connected the home patient. The technical services representative (tsr) reviewed proper procedure and assisted the caregiver in ending therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, connecting to the patient line before properly priming the patient and extension lines is known to cause the reported issue. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.